Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen and a nonfunctional display, and a replacement was arranged with instructions provided for returning the damaged unit. Symptoms included no adverse clinical effects, and blood glucose was reported in range. Outcomes included temporary transition to backup insulin therapy until the replacement arrived. Investigation included collection of photos of the damaged screen and verification of device information. Investigation of this device revealed accidental physical damage to the display component consistent with user-induced impact, with no indication of device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.